Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery in the morning, he went to work and when getting home, changed the set but was having issues to prime. The customer checked his blood glucose and was at 514 mg/dl. The customer stated that it was due to the set being disconnected all day. Customer was assisted with completing prime and it was confirmed he was able to treat with a bolus.